Event description:
It was reported that a spectrum pump had under infused issue during testing at the biomedical service department. When the device was set to 50ml/hr it only produced 43 ml/hr. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log (ehl) review was performed and on the reported event date a "downstream occlusion!" Alarm occurred during the infusion, but cleared and auto-restarted during the same timestamp. The infusion continued to completion without further interruption. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.